Event description:
During a routine shift check by a clinician, the device displayed a "bridge test failed" message and a "defib fault 72: message. There was no pt involvement in the reported malfunction.